Event description:
Pump was sent in to service where a failure code 538 was discovered during the evaluation process. Personnel from the reporting facility's central services department had stated that they knew no incident of patient injury or medical intervention related to the pump.